Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 3.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device came into contact with the previously implanted stent in the proximal area and attempted to cross but failed. When the device was removed from the patient, the stent strut was found stretched. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.